Event description:
A 28 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm.aneurysm and vessel morphology at the time of implant are unk. It was reported that approximately 26 months post implant the patient was in for follow-up appointment.the CT demostrated that due to the patients short angulated aortic neck the stent graft has migrated.there was a type I endoleak present.due to the patient comorblidity of dementia,the physician has elected to monitors the patient at this time. No additional clinical sequelae were reported and the patient is stable.